Event description:
Reporter initally noted low aspiration during procedure, switched out unit to complete the case. Called back to report handpiece was pulsing in phaco mode; scleral burn occurred. No intervention reported.